Manufacturer narrative:
(B)(4). G2 : foreign : switzerland customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, when hammering in the device into the bone, the tip fractured off. The proper surgical technique was followed. The material was completely removed from the patient's bone. The surgeon used a new device to complete the procedure without any further complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: d9; h2; h3; h6. The reported event can be confirmed as the device was returned with a broken anchor. Visual examination of returned device identified that the anchor is fractured and is on the tip of the inserter. The tip of the fractured off piece was not returned. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.